Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm during testing, in the long trace or pump history noted. Replace battery alarm, power loss alarm and power error alarm confirmed in the long trace. Power loss alarm occurred after the power error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm and then alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the pump alarmed replace battery now. The customer¿s blood glucose level was 204 mg/dl at the time of the incident. It was reported that the alarm occurred less than 10 hours from low battery alarm. The insulin pump was returned for analysis.